Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-can contact. The reported noise was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Further, this ra lead's insulation was damaged. This ra lead was replaced and was no longer in service. No adverse patient effects were reported.